Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error by placing the renu device.

Event description:
Patient underwent aaa repair of another MFR's migrated graft which had type I endoleak in 2007. After the renu device was placed, there was still a type I endoleak, so the physician used another MFR's stronger balloon to try and seal the leak. During this attempt, the aorta tore. There was a small rupture, but the patient was stable. The left renal was lower than the right, so the physician placed an aortic cuff to cover the tear and the left renal. The patient seemed stable so the physician finished the case. The following morning a CT was done and noted that the patient was still stable. On wednesday morning, the pt's condition worsened; so the pt was brought to the or. On the first run it was noted that the patient was unable to be treated endovascularly, so the physician converted to an open procedure tube graft for a standard open aaa repair. The patient made it through surgery and was doing fine but expired eight days later.